Manufacturer narrative:
Lt was reported that the colonic ftrd was used for the removal of a polyp. Prior to tissue resection, the successful clip application was not visually verified by the user. The perforation was closed by laparoscopic surgery. The device was discarded by the hospital and not available for technical analysis by us. The review of the lot-based production related quality records showed no anomalities that would raise suspicion of technical malfunction of the device. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of the target tissue. This report is part of the subsequent notification, as communicated by ovesco on (B)(6) 2024 and refers to: follow up questions ftrd system perforation-clip detached (B)(4).

Event description:
It was reported that colonic ftrd was used for the removal of a polyp. The clip deployment was not visually verified by the user prior to tissue resection. The resulting perforation could be closed by laparoscopic treatment. The patient recovered well and was discharged from the hospital shortly after.